Event description:
It was reported that the user submitted a survey indicating hypoglycemia with the comment ¿not eating low blood sugar,¿ and the case was classified as hypoglycemia with unclear cause. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included a review of available case records. Investigation of this case revealed no device malfunction or component issue was identified due to insufficient evidence. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.